Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06517. The pt had two leads (from different lots) for off-label use. It was reported, the pt had lost stimulation. X-rays were taken and revealed both of the pt's lead had migrated. Both leads were explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.